Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms despite changing out supplies multiple times. The customer's blood glucose level was 265 (mg/dl) at the time of the event and a manual injection was administered to address bg level. The customer's bg level at the time of the report was 118 (mg/dl). Reportedly, the customer changed the infusion set site following the report.